Event description:
It was reported that prior to a cryo ablation procedure, the sheath was noted to be bent when it was unpacked from the packaging. The sheath was replaced which resolved the issue. There was no patient involvement.

Manufacturer narrative:
Product event summary: the 12fcc20 sheath with lot number 0012185820 and six image files were returned and analyzed. The six image files showed the sheath, and it appeared bent. The sheath was visually inspected, and a kinked sheath shaft was observed. Visual inspection of the handle area was performed, and no anomaly was discovered. Visual inspection of the shaft area was performed, and the inspection identified a shaft kink. The steering mechanism and deflection tests were performed, and no anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. Visual inspection and magnification with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. All the performance tests were in the acceptable range. In conclusion, sheath failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.